Event description:
The customer reported that the 840 ventilator went inoperative (vent inop). There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.